Manufacturer narrative:
The reported event of noise and oversensing was confirmed. As received, a complete lead was returned in two pieces. A visual inspection of the lead was performed and revealed an external insulation abrasion breaching the lead insulation and exposing the inner coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
Related manufacturer report numbers: 2017865-2021-39431, 2017865-2021-39432, 2017865-2021-39433. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular, left ventricular and right atrial leads. Since the noise and oversensing was observed on each lead in the system, the physician suspected the electrical anomalies may have been related to the device. The system was explanted and replaced to resolve the event and the patient was in stable condition.